Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of an unexpected restart from the insulin pump. The customer's blood glucose level was 80 mg/dl. The customer stated that she received an unexpected restart alarm while running the pump on a temporary basal. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer was advised of the possible causes of the unexpected restart alarm. The customer was advised to monitor the pump and continue to wear until the replacement arrives. The customer will be sent a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.